Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01440. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 10 months, 14 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with hemoglobin dropped form 15.5 on (B)(6) 2018 to 9.9 on (B)(6) 2018. Patient was admitted and reported black tarry stools 5 days prior to (B)(6) 2018. The patient underwent an upper gastrointestinal endoscopy; multiple stigmata of recent bleeding angioectasias were found in gastric body. Otherwise exam was normal. Per the patient, they have a history of melena and on chronic iron. The patient also reported a history of gastrointestinal bleeding (gi) on (B)(6) 2017, (B)(6) 2017 with a status post upper endoscopy (egd) with (avm) arteriovenous malformation. The patient¿s inr was 4 and coumadin on hold. Anticoagulant at the time of event was warfarin and aspirin. No further information was provided. Additional information regarding gi bleeding events that occurred on (B)(6) and (B)(6) 2017: the patient presented to the emergency department on (B)(6) 2017 with weakness, fall and elevated inr of 9. A gi bleed was suspected due to a couple of dark tarry stools and drop in hemoglobin from 10.5 to 8.7 g/dl. Coumadin was held and plavix was stopped. The patient was transfused with 2 units of packed red blood cells. Stools lightened to normal and coumadin was restarted. The patient was discharged to home on (B)(6) 2017. On (B)(6) 2018, the patient was readmitted to the hospital after experiencing dizziness and dark stools. The patient's hemoglobin dropped slightly. An egd performed on (B)(6) 2017 found 4 small arteriovenous malformations that were treated with argon plasma coagulation. The gi bleeding resolved.